Manufacturer narrative:
Philips has investigated this complaint. According to additional information receive the system was outside of clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the ¿system cannot be shut down¿. Upon investigation, fse found that the issue with rack for hard drive. Fse replaced host pc and hard drive. Also reloaded the backup and installed configurations. The system was returned to use in good working order. Codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up correctly. The monitors were blank and no start-up process was visible. No harm was reported to philips. Philips has started an investigation of this complaint.